Event description:
It was reported when using the bd tube lihep plh 13x75 2.0 slbl, the device experienced faded cap color. The following information was provided by the initial reporter. The customer stated: update 06 april 2022: the bd rep sent the correct product number 368272 differences with cap color, camera of instrument doesn't read tubes always.

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for cap color variation was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of cap color variation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cap color variation. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.